Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the ps1 output voltage would drop sporadically. The suspect starter power control board has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The analysis of the starter power control board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the error occurred due to voltage drifting from power supply 1 and the starter board. It was decided to replace both boards. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that after synchronization, there was a strange sound (low beep). The green led on the mobile view station (mvs) switched off and the x-ray could not be emitted. No patient was present.